Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) "displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and did not retract the lifeband" was confirmed during the initial functional testing and archive data review. The root cause for the (ua) 07 error was due to defective load cell module 2. The cracked cover and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test revealed that load cell module 2 exceeded the normal parameters. The load cell was replaced to address the (ua) 07 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and did not retract the lifeband. The user installed another lifeband, however, the same issue persists. The crew immediately continued with manual CPR. No further information was provided regarding the details of the event. The patient's status information was requested but the customer did not provide a response.